Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. Health effect - clinical code: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) 2015: patient underwent a right tka due to djd. Patella was resurfaced and depuy cement was used. No complications noted. (B)(6) 2019: patient underwent a right tka revision due to aseptic loosening and instability. Intraoperative findings included - swelling/effusion, medial laxity, fibrous scarring and adhesions, and blood tinged synovial fluid (synovitis) that was encroaching on the joint causing impingement. There was a fragmentation of the cement along peripheral margins of the femoral component. Femoral component was noted to be well fixed, but slightly oversized. The tibial insert showed wearing and pitting on medial side. The patella had some flat spot with osteolytic changes. The tibial component was grossly loose with separation of the component from the cement. Medial tibial bone loss. All depuy implants were removed and replaced with competitor implants. (B)(6) 2020: patient underwent an insert exchanged due to infection - competitor products involved. Doi: (B)(6) 2015. Dor: (B)(6) 2019. Right knee.